Event description:
It was reported that during a laparoscopic cholecystectomy, the clips did not close properly and slipped off the duct. The second device was opened and gave the same results. Grasper was used to close the clips tighter to be held on the duct to complete the case. There was no consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).